Manufacturer narrative:
Device evaluation summery: device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged response button) has been confirmed. Upon evaluation, the case was cracked around the front response button and the front response button was torn off and the switch mechanism was damaged. The cause for the inability to activate the device is the damaged switch mechanism. The root cause for the damaged response button cannot be positively identified but is likely physical abuse. No adverse event resulted from the defective response button. The patient received a replacement monitor.

Event description:
A (B)(6) male patient's daughter contacted zoll customer support to report that the front response button was broken off of the monitor. The patient was issued a replacement monitor.